Event description:
It was reported that during a coronary stenting treatment procedure, a shaft fracture occurred. The 90% stenosed lesion being treated was located in the calcified, non-tortuous proximal left anterior descending (lad) artery. The lesion was predilated with a 1.5x15mm maverick balloon. The physician attempted to place the 2.50x8mm liberte bare metal stent, but was unable to cross the lesion. When removing the stent delivery system, the shaft fractured outside of the pts body. The device was able to be removed without the aid of other devices. The procedure was not completed. No pt complications were reported. Pt status reported as "stable."

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if ther is any further relevant info from that review, a supplemental medwatch will be filed.